Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly and low battery alert. Customer's blood glucose at time of incident was unknown. Customer stated that there was bad response with keypad and low battery regularly.

Manufacturer narrative:
The insulin pump was returned for low battery alarms, detailed trace analysis confirmed low battery alarms and error 25 was triggered when backup battery unloaded voltage was less than 3.7v for consecutive240 minutes. Detailed traces confirmed the root cause is the non-sleep anomaly software error. The insulin pump passed the leak test. All of the buttons are responding properly and no damage or moisture damage on the keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. The insulin pump was received with minor scratched lcd window and case.